Event description:
A hospital nurse reported that a disposable basket broke at the stem of a bml-4q mechanical lithotriptor as a hospital physician attempted to crush a patient stone during a lithotripsy procedure. A non-olympus emergency handle was used to retrieve the basket but the attempt was unsuccessful and the patient was taken to surgery for the basket removal. There were no complications related to the occurrence.